Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. During visual evaluation, the device appeared bloody and both slides were in their initial positions. Upon functional testing when the top slide was locked into place the device self-activated. The x-ray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was observed that the right bumper was not seated and was loose within the housing, the left bumper was noted to be bent. In dimensional observation, the cannula outer tang width and stylet out tang width was measured and found within the acceptable range. Therefore, the investigation is inconclusive for the alleged malfunction. However, the investigation is confirmed for the identified self-activation as the device self-activated during functional testing. A definitive root cause for the alleged malfunction and identified self-activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 09/2021).

Event description:
It was reported that during a biopsy procedure, the device allegedly had a malfunction. The procedure was completed by using another device. There was no reported patient injury.